Event description:
It was reported that during the pre test when attempting to place a catheter for urinary drainage in the operating room, sterile water did not come out. Per investigator's notification received on 26feb2026, it was reported that balloon mushroomed was found during sample evaluation.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12474540. Received (4) photo samples. The image provides an overall view of the catheter. The catheter balloon appears asymmetrical when assessed using the return syringe. A closer view of the catheter balloon is shown. The balloon again appears asymmetrical and does not present uniform inflation. The photo displays the inflation valve with the cap securely attached. The final image shows the product packaging, including the product label and identifying information. Received a 2 way foley catheter with cut portion of inlet tubing and a straight tipped syringe. Visual inspection noted that the balloon was partially inflated prior to this evaluation. Attempted to deflate balloon using the returned syringe and no solution could be withdrawn. Using the in-house luer lock syringe, deflated balloon passively with no cuffing noted. Inflated balloon with 10 ml of solution using the returned syringe and the catheter rested with no leaks noted. Deflated balloon passively in 36 seconds and there was cuffing noted on the balloon a new record has been created to address the cuffing issues. Per CAPA 12474540, the identified potential root cause for this failure is that the core pins used in balloon molding were found to be out of specification. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 112474540. Corrections: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test when attempting to place a catheter for urinary drainage in the operating room, sterile water did not come out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.